Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact called tandem technical support to review the customer's pump data logs. Upon reviewing the data logs for (B)(6) 2017, it was reported that the customer programmed multiple bolus entries of 15 units, then 10 units, and then 14 units all within a minute of each other, and the pump calculated a bolus for the 14 units as that was the last entry. It was noted that the customer had programmed multiple carbohydrate entries as the customer was unsure of how many carbohydrates she wanted to enter into the bolus menu. The contact understood and confirmed the issue. Additionally, the logs show that on (B)(6) 2017, the customer programmed 70 grams into the bolus menu and received a valid incomplete bolus alert, and did not get a bolus calculated for that entry. Then, the customer programmed 40 grams into the bolus menu, and successfully delivered a bolus request from that value. There was no impact to the customer's blood glucose level.